Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This event occurred before use of the device on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction : (omitted on initial report). Additional information : the lot number was manufactured between june 20, 2018 - june 21, 2018. The device was received filled with a solution and leaking in a zip lock bag. The solution was drained and a visual inspection was performed with the unaided eye. Upon visual inspection, it was noted that there was a circle mark on the bag indicating the alleged location of the leak. Magnified inspection was performed on the circle mark and a small hole was observed in the front of the bag. Functional testing was performed which revealed a leak in the front of the bag from the dotted ¿I¿ in the word mexico. The reported issue of leak was verified. The cause of the small hole was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.